Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered for high right ventricular (rv) lead thresholds when the patient was found with a heart rate of 25 beats per minute. The rv lead was reprogrammed, but loss of capture was again noted. Fluoroscopy showed that the lead appeared to have ¿pulled away¿ from the apex, so the lead was emergently capped and replaced. No further patient complications have been reported as a result of this event.